Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer's blood glucose level was 129 mg/dl. The customer reported that they were able to clear the alarm but unable to rewind the insulin pump. The customer also reported that the insulin pump alarmed unexpected restart error after inserting new battery. The customer was not calling back after previously troubleshooting for the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).